Event description:
Customer reported being hospitalized for dka. Customer stated that she has nausea and stomach pain from high blood glucose levels prior to hospitalization. It was also reported that the pump alarmed no delivery while priming during infusion set change on night prior to hospitalization. Customer reverted to manual injections to deliver insulin after alarm occurred. Troubleshooting performed and pump appeared to be operating normally.